Manufacturer narrative:
Correction: d8 was inadvertently not checked in the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and the inability to reproduce the error, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that the hd 3cmos autoclavable camera head, had image problem, camera is not working, no image. The issue was found during an unknown event. The procedure was also unknown. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. It was noted that there was a slice on the cable and the connector tip was smashed. It was also noted that the serial plate was faded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.